Manufacturer narrative:
Additional, changed, and/or corrected data: : b5, d4, d6(a), h4.

Event description:
Patient later reported right side rupture. Healthcare professional later confirmed right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported an unknown side rupture. Device remains implanted.